Event description:
It was reported by the physician that his patient had read an article that they'd found on social media. The reporting patient said that in this article, the patient's vns had been turned off and it leaked and the patient died. It was noted that the reporting patient was confused. No further relevant information has been received to date.